Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection confirms the device has multiple burrs, deep gouges, scratches and there are cracks in the plastic. This device shows significant signs of wear/usage. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Additional information: d3 and d8/d9

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that a genesis ii cruciate retaining deep flexion insert trial size 5-6 9mm (case: (B)(4)), a genesis ii cruciate retaining deep flexion insert trial size 5-6 11m (case:(B)(4)) and a genesis ii cruciate retaining deep flexion insert trial size 7-8 11m (case: (B)(4)) need replacing due to wear and tear, plastic burs, gouges, cracked ends, among others. As this was noticed upon field inspection, there was not patient involvement.